Event description:
A ventilator was returned to the MFR for service. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's service center, an issue related to the piston cylinder was observed. The device was returned unrepaired to the customer, per the customer's request. This report is being submitted as part of a program to retrospectively review possible device malfunctions that did not involve any injury, to determine whether they are reportable under 21 cfr part 803 and the MFR's update reporting procedures. This program is being undertaken to address FDA warning letter 12-phi-01.